Event description:
It was reported that during a device change out procedure, an insulation abrasion was suspected on the left ventricular lead when viewed under fluoroscopy. The lead exhibited normal electrical function and remained implanted. No patient symptoms were reported.